Manufacturer narrative:
The explant date was estimated to have occurred between (B)(6) 2022.

Event description:
It was reported that during a remote follow up, the device was found with battery voltage estimated to be 11.1 months to elective replacement indicator (eri) level. Remote review of the previous transmission from (B)(6) 2022, estimated 3.3 years to eri. Longevity overestimation was suspected to have occurred regarding the previous transmission. Transmissions received on or after the software update, 18 june 2022, are accurate longevity estimations and not a malfunction as this indicates merlin.net is performing as intended. As a precaution the physician elected to replace the device. The device was explanted prior to reaching its eri. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.